Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive sensor calibration error. It was also reported that customer received a change sensor and a bad sensor alert. Customer's blood glucose was 2.2 mmol/l during the night. Customer was advised that sensors would be replaced.